Event description:
No change to previously reported event.

Manufacturer narrative:
Additional: h6. Correction: b4, g4, h2, h10. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. No trigger considering the following event is identified: medical: revision due to dislocation. Event summary: it was reported that in (B)(6) 2018 a metasul inlay has been changed of an allofit cup. The email received from zb germany representative reports about a revised sl insert with a ref. No.(B)(4), lot no. 93095857 and a head with a ref. No. (B)(4) and lot no. 95337769. Besides this and the patient information the email did not contain additional relevant information. The head was not received for the investigation. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis visual examination: on the anchoring surface of the sl titanium shell there are some bone attachments visible. Several small polished spots can be observed on almost the entire anchoring surface of the shell including the region of the snap fit. On the inner side of the shell numerous shiny polished spots can be seen. Approximately two thirds of the central deepening for the pole pin are slightly polished. Three out of five screw holes show marks from contact with screws. Some damage from revision surgery in the form of scratches is visible on the inner side of the shell. In the as-received condition of the metasul sl insert, the metasul inlay is in a tilted position in such a way that it is sunk on one side and protruding on the other side of the polyethylene liner. The inlay cannot be moved inside the liner. Layer delamination can be observed at the location where the inlay is sunk in the liner. Further, there are several small areas with signs of layer delamination and cracks on the rim and the teeth of the liner. On the articulation surface of the metasul inlay light grey matt areas can be seen. An investigation of the articulation surface of the inlay with a low power microscope revealed that the light grey matt areas consist of micropits. At the location where the inlay is sunk in the polyethylene, the bevel of the spherical calotte is worn on approximately 15 mm of its circumference. Just above the worn bevel some smeared material can be seen. Approximately opposite to this location a smeared line is seen on the inlay¿s rim. In different locations of the inlay¿s rim some organic deposits are visible. It was observed that these deposits can be removed with a toothpick. The contour of the shell¿s screw holes and the three radial slots is indented on the anchoring side of the polyethylene. Machining marks are only recognizable inside this contour whereas on the rest of the anchoring side of the insert backside changes can be observed. Inside the contour of three out of five screw holes, polished indentations from screw heads can be recognized. Revision damage in the form of cuts and scratches can also be seen on the sl insert. Measurements: the wear measurement of the articulation surfaces of the sl insert was carried out on a 3d measuring machine. It was not possible to identify a clear wear zone for the insert. It seems that on the wear map two distinctive wear zones are visible, one along the rim corresponding approximately to the area with the worn bevel and one corresponding to the main grey matt area on the spherical calotte. Therefore a wear value could not be determined. However, the measured diameter is still within the manufacturing tolerances. Review of product documentation all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Surgical technique is not reviewed as no primary surgical reports were received to compare whether the st was followed during op. Conclusion: the sl titanium shell and sl insert with metasul inlay were revised after approximately 23 years and 1 month due to an unknown reason. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). There is no clinical information at hand (e.g. X-ray follow-up, patient¿s medical history, surgical reports of implantation and revision) and therefore the background of this case is not known. On the anchoring side of the shell there are some bone attachments as well as signs of loosening in the form of small polished spots. The polished indentations from screw heads seen on the anchoring side of the polyethylene could probably point to loosening of the screws. However, as there is no x-ray follow-up available for review, the position of the cup immediately after implantation and if and how it changed over time in vivo stays unknown. The worn bevel and the adjacent smeared material seen on the rim of the metasul inlay could possibly point to a situation where the head articulated in a subluxated position. As the metasul head was not received it could not be checked if it exhibits signs to match this phenomenon. The smeared line on the inlay¿s rim seen approximately opposite to this above mentioned location could possibly point to a slight contact with the stem¿s neck. A wear measurement was performed only for the inlay and a clear wear zone could not be identified. However, the measured diameter is still within the manufacturing tolerances. The layer delamination and the cracks on the polyethylene liner are signs of material embrittlement due to oxidation. The numerous shiny polished spots seen on the inside of the shell and the backside changes on the anchoring side of the insert indicate micromotion between the two components. The micropits observed on the articulation surface of the metasul inlay can be attributed to surface fatigue. As there is no information at hand the background of this case is unknown. Based on the investigation of the retrievals it can only be assumed that at one point in time the cup became loose and as a consequence it came to a situation where the head could articulate in a subluxated position. This could have led to the worn bevel and, possibly in combination with material embrittlement, to the tilting of the metasul inlay in the polyethylene liner. In this tilted position a slight contact with the stem¿s neck could have occurred. Based on the returned product and the given information the complaint could be confirmed. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent a revision surgery due to loosening.

Manufacturer narrative:
Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays or other source documents for review. Exact explantation date in unknown, only month and year were provided. (B)(6) is taken as date of revision. As no identification numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information is available and/or an investigation result is available, an updated medical device report will be submitted. (B)(4).

Event description:
Patient underwent a revision surgery due to unknown reasons. A metasul insert was removed.